Manufacturer narrative:
The embolic stroke referenced in this section was reported under medwatch MFR. Report # 2916596-2017-00429. (B)(4). Approximate age of device ¿ 8 months. The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient presented to the hospital with red urine. The patient¿s lactate dehydrogenase (ldh) level was 4000 u/l, creatinine was 4.0 mg/dl, bilirubin was elevated at 6.6 mg/dl, and hemoglobin was dropping from the hemolysis. The patient was admitted into the hospital, and on (B)(6) 2017, the patient felt nauseated and was throwing up. It was reported that he pump flow estimation and power decreased, and that hemolysis and thrombus were suspected. Approximately one hour later, the patient experienced slurred speech and right upper extremity paralysis. It was reported that the national institutes of health stroke scale score was approximately 30. The patient was not a candidate for tissue plasminogen activator due to an ongoing heparin infusion and a partial thromboplastin time was 125 seconds. CT angiography did not show a large vessel intracranial occlusion or acute infarct. There was a slightly diminished arborization of the anterior frontal lobe without loss of gray-white matter distinction, indicating intracranial atherosclerosis with poor filling of the vessels, but no corresponding acute infarct of the anterior frontal cortex. The right vertebral artery was occluded proximally but was reconstituted at the level of c1 and was hypoplastic with poor filling at the c4 segment. The patient was then transferred to cicu. The lvad was disconnected and the patient expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A correlation between the device and the reported hemolysis, suspected device thrombosis and stroke could not be conclusively determined. The submitted log file contained isolated low flow events on (B)(6) 2017, but otherwise no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The file appeared to show the system operating as intended. Hemolysis, thrombus, stroke, bleeding and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.